Event description:
It was reported that occlusion alarms occurred. The customer changed the pump supplies to address the issue. Reportedly, the customer was taken via ambulance to the emergency room and was subsequently admitted into the intensive care unit (ICU), with a blood glucose level of 188 mg/dl, vomiting, and a high ketone level. Reportedly, customer was sick with covid prior to the reported issue, which possibly contributed to the event. Customer was treated with intravenous fluids of saline and insulin. Reportedly, the customer was released on (B)(6) 2024 with the issue resolved, and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.